Event description:
It was reported that death occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was performed. The ablation was performed with a non-boston scientific (bsc) device and was completed in 2.5 hours, then the laa closure procedure was initiated. A 24mm watchman flx pro closure device was implanted with complete device seal noted. The patient was stable post procedure with no pericardial effusion noted, and no issues occurring during the procedure. At an unknown date approximately one (1) week post index procedure the patient died. No further details were provided.

Manufacturer narrative:
B2 and b3: event date and death date estimated to be one (1) week post index procedure, as the date of death and date of event is unknown.